Event description:
It was reported that the vision stent dislodged proximally onto the shaft of the stent delivery system (sds). Upon removal of the sds and the stent, there was injury to the vessel and the pt was sent for surgery. Reportedly, the pt died.